Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that ; the surgeon articulated the jaws three times and started to fire ,however the handle was very stiff and the surgeon squeezed it bit by bit ,the firing was completed. A crack sound was heard at the end of the firing ,the articulated jaws were reset the position. The staple line had no problem. Sales rep noticed that the junction of the handle and the cartridge was not fit and that the articulating lever could not articulate the jaws . Procedure: thoraco/lobectomy UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. Male patient the patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one reload. Visual inspection of the instrument noted no abnormalities. Visual examination of the staple cartridge noted that the reload was fully fired. The proximal end of the reload was fractured. Functionally, the instrument was loaded with a sulu. The loading unit was applied to test media with proper transection and staple formation. Functional testing of the reload could not be performed due to the noted damages. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported conditions were confirmed due to the broken adapter. Product analysis indicates that the device was used in a surgical procedure. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.